Manufacturer narrative:
Please retract this MDR 2938836-2016-12238. The lead is an investigational device exemption product.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that post-implant procedure, pericardial effusion which lead to cardiac tamponade. A pericardial drain was placed. The patient's condition was stabilized. The event was resolved without sequelae. The lead remains implanted.